Event description:
A parent reported that their child's insulin pump had been experiencing erratic battery level readings, fluctuating between 5% and 100% before dropping to 15% over the last three weeks. There was no adverse impact to the customer's blood glucose level. At an endocrinologist appointment, it was advised that a replacement pump was necessary due to suspected faults. Technical support advised the parent to call back when the child was home to check the pump's history for further diagnostics.